Event description:
It was reported that the patient was experiencing pain and weakness in the legs. The physician noted that the patient had a spinal cord injury during permanent implant procedure. The patient is currently doing physical therapy.